Manufacturer narrative:
Additional narrative: unanticipated intraoperative x-rays. Product investigation summary: one of the following device(s) was received: 2.5mm drill bit (part 310.23 / lot 7746752). The device was broken when it was received. The tip of the drill bit was broken off and was not received. While the exact cause is unable to be determined, it was most likely caused by off axis forces during use. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint condition is likely a result of off axis forces being applied during use, and not the device's design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the surgeon was drilling for the screw in the medial malleolus with an unknown competitors drill, the tip of the drill bit broke off. Additional x-rays were required related to this event and device fragments were confirmed but the surgeon elected not to try and retrieve the fragments; the fragments remain in the patient. The procedure was successfully completed with no surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: august 6, 2014. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows lot 7746752 (2.5mm drill bit/qc/gold/180mm) was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Comments: a review of the raw material device history record revealed the blanks (lot 7719998) and the raw material from which the blanks were made (lot 7608056) met all specifications with no anomalies noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.